Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the maternal and child dept., when the guide wire was removed from the patient, the guide wire "twisted". There are no additional details at this time.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the guide wire became twisted upon removal was confirmed. The customer returned one guide wire. No other components were received. The customer also returned a photo of the kinked guide wire. Multiple kinks were observed in the guide wire in the photo. Visual examination of the returned guide wire confirmed multiple kinks throughout the wire and several at the distal end. Microscopic examination confirmed the multiple kinks throughout the wire and observed offset coils at each kink near the distal weld. Microscopic examination also confirmed that both welds were full and spherical. A manual tug test confirmed that both welds remain intact. Ten kinks and offset coils were observed between 1.9 and 2.6 cm from the distal weld. Four additional kinks were measured at 17.0, 25.5, 37.0, 52.6 cm from the distal weld. The guide wire measured approximately 681mm in the total length and exhibited an outside diameter (od) measured 0.436 mm. The returned guide wire met specification for length and od of the guide wire packaged in the reported kit per the guide wire graphic (length: 677.8 - 687.4 mm and od: 0.432- 0.437mm). The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The other remarks: device history record review was performed and did not reveal any manufacturing related issues. Since the guide wire was found kinked upon removal and the catheter was not returned, the probable cause of this issue could not be determined. No further action.